Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor had ruptured during filling. The reservoir was bent at a right angle just before the rupture. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the sample has not yet been received by baxter for an evaluation. Should the sample be received, a follow-up report will be sent with the evaluation results. (B) (4)